Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va1m3s2 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was no cause determined. They continued to get high impedance >4000 after several checks. The doctor cleaned the lead, dried the lead, and used suction on the end of the battery to make sure there was no liquid inside the battery. After several failed attempts the doctor asked for a new battery. This battery will be sent back to manufacturer and the patient was now implanted with a new battery. This one did not have high impedance checks. The high impedance was resolved with replacement of new battery and old battery will be returned and the doctor request report on the neurostimulator. The patient ¿s weight was reported as unknown.no further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial (B)(4) revealed no anomaly. The returned {device} passed all {functional} testing in the laboratory. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the (ins) had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: unknown, explanted: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): information was received from a representative regarding a patient it was reported that the doctor removed the lead from the ins and wiped it down twice. Caller stated they saw the blue of the lead. Caller reported when the lead was tested without the ins they got good motor response. Caller stated she tested impedances multiple times before calling and it was at 2c 300usec and all impedances >4k except case values. Caller was asked to test impedances at 2 v 360usec and saw the same results except 03-3539 and 23-3902. Cleaning and wiping the lead and checking for motor response with ins was reviewed. Caller was advised to set up a program to run for a period of time to see if there was a change in impedance. Caller was also advised to ensure lead was dry prior to insertion into port. Caller had to end call before a resolution could be found as caller was in the or. No further complications reported. No symptoms reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned withpreviously reportec information and indicated that patient recovered without sequela.